Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 37761, serial# (B)(4), product type: recharger. Product ID 37761, serial# (B)(4), product type: recharger. (B)(4). Analysis of the desktop charger (serial # (B)(4)) found a broken connector. Evaluation conclusion applies to the ins (serial # (B)(4)). Evaluation conclusion applies to the desktop charger (serial # (B)(4)).

Event description:
The manufacturer's representative and consumer reported the implantable neurostimulator recharger (insr) was not working. On (B)(6) 2015, the stimulation stopped. When the patient tried to charge, the screen was blank. The recharger was not charging. The desktop charger would not charge the insr though the connector pin did not appear bent or loose. So a new desktop charger was sent to the patient. The patient received a new desktop charger from repair, and she had the insr plugged in, but it just kept beeping, it was not working, and nothing came up on the screen. It was noted the recharger was always plugged into the wall and the patient charged on the monday prior to the report. There were no broken or bent pins. Relevant medical history included non-malignant pain.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).